Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call, the lcd on the insulin pump was broken. It had a spot of ink. Customer's blood glucose was unknown. The device is returning for analysis.

Manufacturer narrative:
The pump was received with missing segments due to a cracked lcd zebra connector. No cracked or bleeding lcd was noted. The pump also had a cracked case at the display window corner, a cracked reservoir tube lip, minor scratches on the lcd window and cracked battery tube threads.